Event description:
The following was reported to gore. On (B)(6) 2025, a patient was treated for an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis. Reportedly, after the procedure the patient complained of leg pain. On an unknown date in (B)(6), a follow-up visit occurred. The patient still complained of leg pain, and CT scans were taken. The CT scans showed stenosis and occlusion of the left ipsilateral limb. On (B)(6) 2025, a reintervention occurred. The device was thrombectomized and relined, and a high-pressure balloon was inserted to reopen the ipsilateral limb. The patient tolerated the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Type of investigation code b15: the primary reported device failure mode, stenosis and occlusion of the ipsilateral limb, was confirmed during evaluation of the provided clinical images. The reported pinching or kinking of the endoprosthesis at the opening of the ipsilateral leg was not confirmed through evaluation of the images, but the confirmed stenosis at the superior portion of the ipsilateral limb is consistent with the report of a pinched device. The cause for the reported device compression could not be established with the available information. H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Updated h.6. Type of investigation from b21 to b13, b14, b15, b20. Updated h.6.investigation findings code c21 to c20, c19, and c070601. Updated h.6. Investigation conclusions code d16 to d12 and d15.